Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 3 reported devices were received for evaluation; the event was not confirmed during testing. Evaluation found the devices did not actively leak or have a substance present. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.